Event description:
(B)(4). Right after implantation I had horrible pelvic pain. I still do and it is (B)(6). Periods so heavy I have clots coming out. I have gained (B)(6) in 3 months. My gums bleed heavily, tongue hurts, migraines, fatigue, and continuous pelvic pain.

Event description:
(B)(4). I just had my essure could removed (B)(6) 2016. I had new symptoms weekly. Foggy brain, dizziness, migraines, continued weight gain and pain. During surgery my doctor found that my essure insertion doctor had created a new hole from my uterus into my fallopian tube that caused the coil to curl and retract. I had a lot of scar tissue and my uterus actually was moving away from the device. If hadn't been removed the device would have continued to damage my uterus and surrounding tube. One day post op and my gums no love never are bleeding and my body feels better since they are gone.